Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported patient connector cap of a peritoneal dialysis (pd) transfer set was disconnected. The disconnected cap was discovered inside the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: additional information/correction: . One actual sample was received for evaluation. A visual inspection with naked eye noted a loose blue cap inside an unopened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.